Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain/ chronic') in a 34-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 2 ((B)(6)2010, (B)(6)2013), ectopic pregnancy and abortion. Essure confirmation test: the placement was correct. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced polymenorrhagia ("a year ago I started getting really heavy periods twice a month/ menorrhagia (heavy menstrual bleeding)"), polymenorrhoea ("a year ago I started getting really heavy periods twice a month"), dysmenorrhoea ("a lot of pain. I have never had pain like that/ dysmenorrhea (cramping)"), mood swings ("really crazy mood swings") and fatigue ("I am extremely fatigued all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("malposition of essure device device, migration of essure device location of device: "too close to right ovary"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia (",metorhagia (bleeding b/w periods)"), anaemia ("anemia"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding ( general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), mood altered ("psychological or psychiatric problems condition: mood changes"), nausea ("nausea") and weight fluctuation ("weight gain / loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, back pain, metrorrhagia, anaemia, alopecia, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood altered, nausea and weight fluctuation outcome was unknown, the polymenorrhagia, dysmenorrhoea, mood swings and fatigue had not resolved and the polymenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood altered, mood swings, nausea, pelvic pain, polymenorrhagia, polymenorrhoea, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in the essure insertion date from previous version : (B)(6)2015. Current weight 155 lbs she wants the essure removed. Discrepancy noted in essure insertion date, it was given (B)(6)2015 initially, but in current pfs (B)(6)2015 was given she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia date(s) of removal: (B)(6)2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure. In (B)(6) 2016: total bilateral occlusion. Lot number: c22911 production date 2014-02-08 expiration date 2017-02-28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received: outcome of event polymenorrhea updated as recovered. Lab data added. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain/ chronic') in a 34-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 2 ((B)(6) 2010, (B)(6) 2013), ectopic pregnancy, abortion, heavy periods, c-section, penicillin allergy, depression and chronic anxiety. Essure confirmation test: the placement was correct. Previously administered products included for an unreported indication: xanax and effexor. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation ("malposition of essure device device, migration of essure device location of device: "too close to right ovary"), genital haemorrhage ("abnormal bleeding ( general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2016, the patient experienced polymenorrhagia ("a year ago I started getting really heavy periods twice a month/ menorrhagia (heavy menstrual bleeding)"), polymenorrhoea ("a year ago I started getting really heavy periods twice a month"), dysmenorrhoea ("a lot of pain. I have never had pain like that/ dysmenorrhea (cramping)"), mood swings ("really crazy mood swings") and fatigue ("I am extremely fatigued all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia (",metorhagia (bleeding b/w periods)"), anaemia ("anemia"), alopecia ("hair loss"), mood altered ("psychological or psychiatric problems condition: mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, back pain, metrorrhagia, anaemia, alopecia, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood altered, nausea, weight increased and anxiety outcome was unknown, the polymenorrhagia, dysmenorrhoea, mood swings and fatigue had not resolved and the polymenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood altered, mood swings, nausea, pelvic pain, polymenorrhagia, polymenorrhoea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the essure insertion date from previous version : (B)(6) 2015. Current weight 155 lbs. She wants the essure removed. Discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2015 was given she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia. Date(s) of removal: (B)(6) 2017. Date(s) of insertion (B)(6) 2015 as per mr discrepancy noted she received unknown medication for depression and anxiety. Discrepancy noted total bilateral occlusion and s/p left salpingectomy- essure placed unilaterally also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure - in (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion. Lot number: c22911, production date 2014-02-08, expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain/ chronic') in a 34-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 2 ((B)(6) 2010, (B)(6) 2013), ectopic pregnancy and abortion. Essure confirmation test: the placement was correct. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced polymenorrhagia ("a year ago I started getting really heavy periods twice a month/ menorrhagia (heavy menstrual bleeding)"), polymenorrhoea ("a year ago I started getting really heavy periods twice a month"), dysmenorrhoea ("a lot of pain. I have never had pain like that/ dysmenorrhea (cramping)"), mood swings ("really crazy mood swings") and fatigue ("I am extremely fatigued all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("malposition of essure device device, migration of essure device location of device: "too close to right ovary"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia (",metorhagia (bleeding b/w periods)"), anaemia ("anemia"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding ( general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), mood altered ("psychological or psychiatric problems condition: mood changes"), nausea ("nausea") and weight fluctuation ("weight gain / loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, back pain, metrorrhagia, anaemia, alopecia, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood altered, nausea and weight fluctuation outcome was unknown and the polymenorrhagia, polymenorrhoea, dysmenorrhoea, mood swings and fatigue had not resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood altered, mood swings, nausea, pelvic pain, polymenorrhagia, polymenorrhoea, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in the essure insertion date from previous version : (B)(6) 2015. Current weight 155 lbs she wants the essure removed. Discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2015 was given she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified) showed the placement was correct. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received : new events: genital bleeding, vaginal bleeding, menorrhagia, nausea, device dislocation, mood changes and weight gain / loss were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain/ chronic') in a 34-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 2 (B)(6) 2010, (B)(6) 2013), ectopic pregnancy and abortion. Essure confirmation test: the placement was correct. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation ("malposition of essure device, migration of essure device location of device: "too close to right ovary"), genital haemorrhage ("abnormal bleeding ( general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2016, the patient experienced polymenorrhagia ("a year ago I started getting really heavy periods twice a month/ menorrhagia (heavy menstrual bleeding)"), polymenorrhoea ("a year ago I started getting really heavy periods twice a month"), dysmenorrhoea ("a lot of pain. I have never had pain like that/ dysmenorrhea (cramping)"), mood swings ("really crazy mood swings") and fatigue ("I am extremely fatigued all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia (",metorhagia (bleeding b/w periods)"), anaemia ("anemia"), alopecia ("hair loss"), mood altered ("psychological or psychiatric problems condition: mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, back pain, metrorrhagia, anaemia, alopecia, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood altered, nausea, weight increased and anxiety outcome was unknown, the polymenorrhagia, dysmenorrhoea, mood swings and fatigue had not resolved and the polymenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood altered, mood swings, nausea, pelvic pain, polymenorrhagia, polymenorrhoea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the essure insertion date from previous version : (B)(6) 2015. Current weight 155 lbs she wants the essure removed. Discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2015 was given she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia date(s) of removal: (B)(6) 2017. Date(s) of insertion (B)(6) 2015 as per mr discrepancy noted she received unknown medication for depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure - in (B)(6) 2016: total bilateral occlusion. Lot number: c22911, production date 2014-02-08, expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: new events depression and anxiety, onset date of events and rcc updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain/ chronic') in a (B)(6) year old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced menorrhagia ("a year ago I started getting really heavy periods twice a month/ menorrhagia (heavy menstrual bleeding)"), polymenorrhoea ("a year ago I started getting really heavy periods twice a month"), dysmenorrhoea ("a lot of pain. I have never had pain like that/ dysmenorrhea (cramping)"), mood swings ("really crazy mood swings") and fatigue ("I am extremely fatigued all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia (",metorhagia (bleeding b/w periods)"), anaemia ("anemia") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia, anaemia, alopecia and hormone level abnormal outcome was unknown and the menorrhagia, polymenorrhoea, dysmenorrhoea, mood swings and fatigue had not resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, mood swings, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: discrepancy noted in the essure insertion date from previous version: (B)(6) 2015. She wants the essure removed. Discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2015 was given. She received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case became incident. New events pelvic pain, abdominal pain, back pain, metorhagia, anemia, hair loss, fatigue, hormonal changes were added. Date of insertion was updated and date of removal was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain/ chronic') in a 34-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 2 ((B)(6) 2010, (B)(6) 2013), ectopic pregnancy and abortion. Essure confirmation test: the placement was correct. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced polymenorrhagia ("a year ago I started getting really heavy periods twice a month/ menorrhagia (heavy menstrual bleeding)"), polymenorrhoea ("a year ago I started getting really heavy periods twice a month"), dysmenorrhoea ("a lot of pain. I have never had pain like that/ dysmenorrhea (cramping)"), mood swings ("really crazy mood swings") and fatigue ("I am extremely fatigued all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("malposition of essure device device, migration of essure device location of device: "too close to right ovary"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia (",metorhagia (bleeding b/w periods)"), anaemia ("anemia"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding ( general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), mood altered ("psychological or psychiatric problems condition: mood changes"), nausea ("nausea") and weight fluctuation ("weight gain / loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, abdominal pain, back pain, metrorrhagia, anaemia, alopecia, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood altered, nausea and weight fluctuation outcome was unknown and the polymenorrhagia, polymenorrhoea, dysmenorrhoea, mood swings and fatigue had not resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood altered, mood swings, nausea, pelvic pain, polymenorrhagia, polymenorrhoea, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in the essure insertion date from previous version : (B)(6) 2015. Current weight 155 lbs she wants the essure removed. Discrepancy noted in essure insertion date, it was given (B)(6) 2015 initially, but in current pfs (B)(6) 2015 was given she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metorhagia, anemia date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified) showed the placement was correct. Lot number: c22911 production date 2014-02-08, expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.